Manufacturer narrative:
The insulin pump had a protruded/loose drive support disk, a scratched display window and cracked battery tube threads.

Event description:
The customer reported that the drive support cap was sticking out. The blood glucose reading was 108mg/dl. Advised the caller to disconnect from the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.